Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.